Event description:
Pump was implanted and after 1 week 29mls of fluid was collected from the reservoir. The pump was checked again weekly for 1 month and the entire reservoir contents was collected. A dye study was performed and it appeared that the catheter/bolus path was patent. Since the pump does not appear to be flowing, the dr decided to explant pump.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.